Manufacturer narrative:
(B)(4).

Event description:
The explanted lead and generator were received by the manufacturer for analysis. Analysis was approved for the generator. During analysis, the generator was interrogated and system diagnostic tests were performed and returned results within the normal limits. The pulse generator performed according to functional specifications. Analysis for the lead has not been completed to date. No additional relevant information has been received to date.

Event description:
Information was received indicating that the patient's generator had become exposed so the patient's vns was explanted. The patient had been bitten by an animal near where the generator was implanted. Due to this additional injury the patient began to itch at the area and ultimately exposed the generator. No additional information has been received to date. The explanted products have not been received to date.

Event description:
Analysis was approved for the lead. A portion of the lead body were returned for analysis. Note a large portion of the lead body, including the electrodes, was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. No obvious visual anomalies were noted. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. No discontinuities were identified on the returned portions of the lead. No additional relevant information has been received to date.